Event description:
It was reported that a patient underwent a sling procedure on an unknown date and the mesh was implanted. It was reported that the patient's urinary incontinence was worse after the mesh was inserted. It was also reported that the patient experienced dyspareunia, urinary incontinence when sitting down, coughing, standing pelvic pain, and lower abdominal pain. It was also reported that the mesh was palpable at the mons.

Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. If further details are received at a later date a supplemental medwatch will be sent.